Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the unit was powerbroken and the lock cylinder and pawl release in the locking assembly were damaged.. Therefore, the reported condition was confirmed. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position, which is user error / abuse and possibly misuse. It was determined that the teflon tape in the swivel was protruding due to normal wear over time. It was determined that there was a hole in the hose at the muffler and damage on location 1 of the muffler due to manufacture fixture. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the knurled knob on the motor device would not secure . During an in-house engineering evaluation, it was observed that the unit was powerbroken. It was not reported if the event occurred during surgery. There was no patient involvement reported. It was not reported if there were delays in the surgical procedure or if a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.